Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the glass at the end broke. The case was not extended by more than 30 minutes. Caller could not provide information on whether the piece broke inside the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).